Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pwd experienced two incidents in which cleo 90 infusion sets were pulled off the body by the tubing. During the second occurrence, the pwd accidentally bumped the inserter during application, resulting in angled insertion. While wearing the set, a line-blocked alarm occurred. Upon removal, the cannula was observed to be bent. The pwd inserted a replacement cleo 90 infusion set and again experienced a line-blocked alarm, which was ultimately resolved using the current cassette (not an ICU medical product), with no recurrence. The pwd reported elevated glucose levels up to 390 mg/dl but did not require emergency services and attributed the elevation to the alarms and recent food intake. The pwd requested replacement infusion sets and agreed to return one set; the other had been discarded. The event occurred during patient use, and no patient injury was reported.